Event description:
Catalog no., product name, etc.: 326638. Lot no. (Serial no., etc.): unknown. Agency name: flex medical. Date of occurrence: mar 24, 2025. Needle injury: none other treatment: plastic-like foreign matter mixed in syringe injection cylinder returned product: yes (photograph attached) history of the event: when injecting insulin an animal, it could not possible to aspirate from vial properly. When checking the syringe, a plastic-like foreign substance was found in the syringe. Report: not needed. Replacement: not required. Batch #: unknown.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.